Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was involved in a pt incident. In a colonoscopy, argon plasma coagulation was used to treat arteriovenous malformations (avms) in the right colon. The settings were pulsed apc mode, effect 2 at 20 watts. After the procedure, a mini bowel perforation was detected requiring the pt to stay in the hospital to recover.

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: unrelated to the reported issue, some routine service and update work was performed on the equipment. Also, an accessory was being replaced.). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The settings for the apc/esu system were typical/common for the procedure. Most likely there were many factors involved with the situation. However, the pt's age and medical condition appears to have been significant factors in regards to the incident. That is; having avms in the right colon, a very thin walled area. As a result, upon the argon plasma coagulation treatment for the avms, the remaining wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. To further address the issue, additional in-service work was performed at the medical center on 01/17/07. The involved medical personnel are being made aware of the findings. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.